Event description:
It was reported that this right ventricular (rv) lead got dislodged and exhibited high pacing thresholds. This lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory , the dislodgement allegation was not confirmed. Lab observations and field report were insufficient to verify dislodgement. The high capture threshold allegation was not confirmed based on normal segment resistance measurements, a passing hipot test and inspection that showed no conductor fractures. A risk review of fineline ii sterox ez was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. DHR review revealed no additional information related to the complaint. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead got dislodged and exhibited high pacing thresholds. This lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.